Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they had failed battery alarm after the battery change. The customer stated that she was not changing the battery when she got the failed battery alarm. It was reported that already resolved the issue by replacing the battery. It was reported that the pump received a multiple pump error alarms. He customer was advised the pump does not have a feature that she can turn on or off to allow other devices to connect to it. The insulin pump will not be returned for analysis.